Event description:
During a coronary stenting drug eluting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified circumflex artery (cx). The physician inserted 3.5 x 16mm taxus express2 drug eluting stent into the pt and was unable to cross. Upon removing the stent, he observed that end of the stent was flared. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok".